Manufacturer narrative:
(B)(4). Additional information: how was the bleeding controlled once the surgeon pulled the second device off tissue? By bipolar. Did the clip release from the jaws of the first device? Yes. Were the jaws able to be opened or did the surgeon pull the first and second device off without the jaws opening? The jaw couldn't open. How much bleeding occurred? Just a little bit. Did the patient receive any blood products? If so how much? No. Was there any torquing or twisting of the device during firing? No. Was the device fired across any hard objects during any of the firings? No. Which firing did this occur with the first device? 10th. What vessel or structure was the device fired on at the time of the event? Liver vein. Was the clip fully advanced into the jaws prior to firing? Yes. Were there any unusual noises heard during the firing of device 1 or 2? No. What is the patients current condition? Stayed in the hospital with stable condition. The analysis results found that the device (a) was received with the jaw broken. This condition would not allow the jaws to collapse in order to form the clips. The damage at ramp is most likely occurring when torque is applied to the end effector which is preceded from a potential pre-surgery device cleaning. Due to the returned condition of the device no functional test could be performed to evaluate the reported incident. Although the returned condition of the device prevented functional testing to evaluate the reported incident, the lockout mechanism was in a condition that permitted further evaluation. During this testing, the device locked out as intended. However, the orange indicator did not show up. No incident related to the reported event was observed during the batch record review. The analysis results found that the device (b) was received in good visual condition with the jaws properly aligned. Upon cycling the device, it was noted to be empty, locked out. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. No conclusion could be reached as to what may have caused the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device b additional information: batch # h92h0h. Expiration date: 09/2016. Manufacturing date: 10/2011.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic hepatectomy procedure, a newly opened device was used for lap hepatectomy. While using the third clip, the doctor felt the clip was stuck on the tissue and the jaw could not open. He then forced the device out and bleeding occured. He then opened another new device to continue the procedure. Same problem happened on the 10th clip. He also pulled out the device and some bleeding occured.